Event description:
Reportable based on the device analysis completed on (B)(6) 2025. It was reported that visualization issues occurred. The stenosed target lesion was located in the right coronary artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion, but the ivus catheter could not be imaged normally. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed that the imaging window was twisted.

Manufacturer narrative:
A2 age at time of event: 18 years or older. The device was returned for analysis. Visual and microscope inspections revealed that the imaging window was twisted. No damage or failures were observed on the ccp (catheter code pcba) board assembly. The impedance test showed an electrical open at the proximal end of the catheter, between 130-140 cm from the distal housing. The functional test showed that the catheter was properly recognized by the imaging system when plugged into the motor drive unit (mdu), and no connection issues or errors were detected during testing. Media returned by the customer was inspected and showed a poor image, with the device being recognized as an opticross x catheter on the capital equipment screen.